Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins). It was reported that the pt went to the emergency room complaining of severe pain in her upper extremities and neck following implant, this was new pain unrelated to her baseline. While she was in the hospital, she wanted the stimulator and leads taken out. The hcp then notified the rep that she had been explanted and her pain was improving. No other symptoms were reported to the rep. The issue was resolved. The rep will submit any new information that they become aware of.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.